Manufacturer narrative:
A batch record review indicates no discrepancies. Pm logs have been checked and all pm's were completed with no discrepancies. Affected amount: 1pc aquacel ag 4x20cm was manufactured under sap code 1186145 and manufacturing lot number 8j00116. Lot # 8j00116 was sterilized under lot 1216815731 and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and product was released. The production process, in process testing and packaging of products was run in accordance with pi12-131 ver.33.0 for machine doyen 5. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was raised during the manufacturing process of lot 8j00116. This is the only complaint for the affected lot registered within tw (B)(4). A photograph has been received for this complaint issue and has been evaluated in accordance with wi- (B)(4). The photograph confirms the complaint issue of dark spots on the dressing. It appears to be excess silver that may have gotten onto the fabric during the textiling process. However, no sample is being returned therefore, it cannot be determined exactly what the dark spots are. Operations have been made aware of the complaint issue. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date, no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported ¿that dark contaminants on the dressing.¿ the product was not used. A photograph depicting the reported complaint issue was provided by the complainant.